Event description:
Radiology procedure done in cath lab. Complication when removing stent catheter. Stent was deployed unknowingly and broke. Some part of stent remained in pt. Dr. Wanted consult vascular surgeon. Called 4 different surgeons, unable to locate one. Pt. Was ultimately transferred where surgical removal of stent was removed. Per ed physician patient was discharged from hosp to home. No further complications to report at this time.